Event description:
Surgeon reported, "access port presented leakage because of a cut on the tube at the end of the protective part of the tube from the ports' side part. We are sending a video where you can see the problem." The device will not be returned. F/u findings: the dvd film clip has been received and reviewed by a medical specialist.

Manufacturer narrative:
(B)(4). The access port connector associated with this report has not been returned and was given to the pt after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter gave the device to the pt when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. The dvd film clip that was reviewed by allergan did not provide any evidence of the alleged leak. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."